Event description:
During a bilateral adrenalectomy procedure, the active blade of lcsc5ha broke off during second adrenalectomy. New instrument opened to domplete the surgery. Broken piece retrieved. There was no reported patient consequence.